Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. An insulation abrasion exposing the outer coil was noted at 33.0 cm - 33.4 cm from the distal tip. The abrasion was consistent with exposure to constant friction to another implantable device. This likely contributed to the reported oversensing and noise anomalies.

Event description:
It was reported that the right atrial lead exhibited oversensing and noise. The noise resulted in pacing inhibition. An insulation anomaly was suspected and the lead was explanted and replaced. The procedure went smoothly and the patient was doing well.